Event description:
It was reported that the customer had a numerous issue with the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump was not available will call back to process troubleshooting, we will wait till then to provide general questions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.